Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with the q-trace electrodes. The medical facility reported that a patient developed contact dermatitis following the use of the electrodes. The patient was prescribed a prescription strength topical steroid cream.

Manufacturer narrative:
Submit date (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.